Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for one patient tested with a coaguchek xs meter with serial number (B)(4) and a coaguchek xs plus meter with serial number (B)(4). The patient was initially tested with meter serial number (B)(4) at 1:46 p.m. And the result was 7.3 inr. The nurse believed that this value was incorrect. The patient was then re-tested with meter serial number (B)(4) at 1:50 p.m. And the result was 3.6 inr. The same test strip vial was used for both meter measurements. A sample was collected from the patient at 2:36 p.m. And tested using an unknown laboratory method, resulting as 4.91 inr. The patient did not receive treatment based on the meter results. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. The patient is tested once every week. The patient's warfarin dose was recalculated based on the laboratory testing result. The patient was not anemic or polycythemic. The patient did not have antiphospholipid antibodies. The patient did not have any symptoms of bleeding or bruising. The patient did not use any other anticoagulants. The patient was consuming a lot of alcohol the week prior to (B)(6) 2017. Both meters had been recently cleaned. Quality controls were last run on meter serial number (B)(4) on (B)(6) 2017 and these passed. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 186866-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material performed within specifications.

Manufacturer narrative:
The customer's test strips were returned for investigation. The returned strips and retention meter were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.2 inr; donor 2 inr: 2.9 inr. Donor 1 hct: 43%; donor 2 hct: 37%. Testing results: donor #1: master lot: 2.2 inr, customer strip and retention meter: 2.1 inr. Donor #2: master lot: 2.9 inr, customer strip and retention meter: 2.8 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results.